Manufacturer narrative:
(B)(4). Boston scientific received additional information regarding the final device check on (B)(6). The rv pacing impedance measurement in unipolar mode was 1,254 ohms and in bipolar mode was 1,522 ohms. Pacing threshold measurements in unioplar and bipolar were approximately 1.4v @ 0.5ms. R-waves measured 9.7mv. The patient was discharged, with another follow up scheduled out for the following week. No intervention was performed or planned. The technical services consultant discussed that continuing to monitor was appropriate, as the system diagnostics were normal, and also discussed that a lead tip-to-tissue interface could be the cause of the acute high impedance behavior that seemed to have stabilized several days post-implant. The lead and device remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that during the implant procedure, this right ventricular (rv) lead and associated pacemaker exhibited higher than expected pacing impedance measurements. Measurements between 1,422 ohms and 1,700 ohms were observed. One day post-implant ((B)(6)), the pacing impedance measurement was greater than 2,000 ohms. Device data and x-rays were submitted to technical services for review. The true pacing impedance measurement one day post-implant was 2,550 ohms. The x-ray revealed the terminal pin was not fully inserted into the device header. The following day ((B)(6)), the device was checked again. The impedance measurements were greater than 2,000 ohms in both unipolar and bipolar configurations. The true impedance measurement was 2,252 ohms; pacing threshold measurements were very good at 0.6v@0.5ms. However, lead measurements taken three days later ((B)(6)) found the impedance measurements to be improving, with unipolar impedance about 1,300 ohms and bipolar impedance about 1,500 ohms, while the pacing threshold measurements were increasing, to 1.1v in bipolar and 1.5v in unipolar. The physician wanted to continue to monitor the lead measurements, and another device check was planned for (B)(6). No adverse patient effects were reported.